Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is presumed the likely cause of the malfunction identified during the evaluation is traced to component failure due to degradation. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation of the gastrointestinal videoscope, the air water nozzle was found to have corrosion. There was no patient involvement.